Event description:
A malfunction alarm was reported on the pump, with no notable events occurring prior to the issue. There was no adverse impact to the customer's blood glucose level. The malfunction code displayed was malf 12, and technical support assisted the customer in resetting the pump, after which the issue did not recur. The customer was instructed to continue using the pump and to contact technical support if the malfunction code appeared again, which the customer acknowledged.